Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed pocket infection. It was noted that the incision site was red and there was obvious exudation. The patient presented on (B)(6) 2019 for procedure and the system was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.